Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure, the distal loop was broken due to the rigidity of the injector. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used device with the lens was returned loose in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted into the loading area. The lens appears to have been replaced into the device in the loading area. The lens was placed sideways and posterior surface up. One haptic was folded onto the anterior optic surface and adhered in dried solution. The other haptic was broken in the gusset area. The broken haptic was not returned. The optic edge was broken, caught in the lens door and returned in the loading area with the lens. No damage was observed to the device. The plunger was removed and evaluated. No damage was observed to the plunger. The plunger was re-inserted into the device with no abnormalities observed. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint. The lens was posterior surface up and the optic edge was broken, caught in the loading door. Based on the position of the lens, it appears that the lens has been replaced into the loading area for return. One haptic was broken. Other haptic was folded and adhered to anterior optic surface. The plunger was retracted into the loading area. There was no damage or abnormality observed to the injector or plunger. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).